Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise and low pacing impedance. Lead replacement was attempted on (B)(6)2023, but unsuccessful due to patient anatomy. The lead will continue to be monitored. The patient was stable and asymptomatic.